Manufacturer narrative:
The customer reported popping sounds were heard and upon arrival to analyzer, flames were seen coming from the tripplite ups. The reported flaming ups was unable to be confirmed as no photograph or cartridge data were submitted. It was reported by the customer that the analyzer is unaffected and operational. Clinical engineer retired and removed the ups from service. It was reported by the customer that there is no user/patient adverse impact. The manufacturing records were not able to be reviewed as the cartridge serial number was not submitted. The service history records were reviewed for the gem premier 5000 (serial #: (B)(6)) which demonstrated that the gem premier 5000 instrument does not have a history of related malfunctions.

Manufacturer narrative:
This is an initial report. A final report will be submitted upon completion of the investigation.

Event description:
Customer reported flames coming from the tripplite ups (pn 00025002112) used with their gem premier 5000. It was reported that the gem premier 5000 analyzer was on a mobile cart above the ups and was not affected.